Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead revised due to high capture thresholds. The patient was asymptomatic to this anomaly. During the procedure, the physician had difficulties extending the helix. The physician elected to exchange the rv lead and a new rv lead was successfully implanted. The patient was stable throughout the procedure.